Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. It is the customer's policy not to provide patient information.

Event description:
It was reported that there were communication errors on IV pumps. Although requested, additional information was not provided.